Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit failed safety disk leak test and membrane leak test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit failed safety disk leak test and membrane leak test. There was no patient involved.

Manufacturer narrative:
It was reported that during a routine check the unit keeps failing the safety disk leak test. It was reported that the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. After arriving he performed safety disk and failed ¿membrane leak test¿. Replaced defective disk under service warranty that was used for demand pm. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. This part was received with a reported unit failure of membrane leak tests. Performed visual inspection of this part received and part looks to be in good condition.installed the safety disk into the cardiosave test fixture (B)(6) and tested to the factory specifications per pn 0002-07-d016. Revision d and the cardiosave service manual pn 0070-00-0639 revision q.the nrc verified the failure of the membrane leak tests. The safety disk failed testing.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.